Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative, healthcare provider (hcp) and manufacturer representative regarding an implanted infusion pump for non-malignant pain and complex regional pain syndrome type one. It was reported that the patient's pump had not been used for about 10 years because it was not giving the patient the pain relief they needed. The pump "went dormant" but, on (B)(6) 2025, the pump started beeping non-stop, every hour on the hour. Patient services confirmed that the pump alarm was the critical alarm. Patient services reviewed critical alarm meaning and recommended that the patient consult with the hcp for next steps. The national answering services (nas) phone number for the hcp to call was provided. Additional information received from the hcp indicated that the alarming pump was 15 years old. The patient wanted to get in touch with a rep for assistance with the pump. The hcp was transferred to the nas. Additional information received on 2025-09-17 indicated that the pump had been empty for over ten years and the pump alarm was going off every 10 minutes. Patient services could hear the critical pump alarm during the call. Patient services reviewed and redirected the patient to the hcp. The patient stated that their neurologist passed away. Physician listings were sent to the patient. Additional information received on 2025-09-19 indicated that the patient had saline in the pump and the pump had not been used in years. The pump was currently "dying" and alarming. The rep reported seeing service code 337 message and, when she tried to shut down the pump, the screen "just loops back to the 337 message again". The rep tried to end the session and reinterrogate, but that did not resolve the issue. Technical services suggested getting a different tablet. The rep verified that the second tablet did not work and the rep continued to see the loop of the same message. Per the rep, the pump had been dormant for years and "just started alarming all of the sudden". Technical services reviewed that they could try to use an 8840 physician programmer or explant the pump. Additional information received indicated that the pump was over 10 years old. The rep read the pump and it said, "permanent shut down". When the rep pushed on that screen, it didn't do anything to the pump. The rep tried several tablets. The rep also confirmed that the tablets had the newest software. Technical services said that they could try to read the pump with an 8840 physician programmer but they had trouble locating a working one. The only other option was explant. As of on (B)(6) 2025, the pump was still alarming every 58 seconds.

Event description:
Additional information was provided from a company representative stated that the issue was resolved after locating 8840 programmer and silencing the alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 (B)(6), e1 (con, rep, hcp): information was received from a patient representative, healthcare provider (hcp) and manufacturer representative regarding an implanted infusion pump for non-malignant pain and complex regional pain syndrome type one. It was reported that the patient's pump had not been used for about 10 years because it was not giving the patient the pain relief they needed. The pump "went dormant" but, on (B)(6) 2025, the pump started beeping non-stop, every hour on the hour. Patient services confirmed that the pump alarm was the critical alarm. Patient services reviewed critical alarm meaning and recommended that the patient consult with the hcp for next steps. The national answering services (nas) phone number for the hcp to call was provided. Additional information received from the hcp indicated that the alarming pump was 15 years old. The patient wanted to get in touch with a rep for assistance with the pump. The hcp was transferred to the nas. Additional information received on (B)(6) 2025 indicated that the pump had been empty for over ten years and the pump alarm was going off every 10 minutes. Patient services could hear the critical pump alarm during the call. Patient services reviewed and redirected the patient to the hcp. The patient stated that their neurologist passed away. Physician listings were sent to the patient. Additional information received on (B)(6) 2025 indicated that the patient had saline in the pump and the pump had not been used in years. The pump was currently "dying" and alarming. The rep reported seeing service code 337 message and, when she tried to shut down the pump, the screen "just loops back to the 337 message again". The rep tried to end the session and reinterrogate, but that did not resolve the issue. Technical services suggested getting a different tablet. The rep verified that the second tablet did not work and the rep continued to see the loop of the same message. Per the rep, the pump had been dormant for years and "just started alarming all of the sudden". Technical services reviewed that they could try to use an 8840 physician programmer or explant the pump. Additional information received indicated that the pump was over 10 years old. The rep read the pump and it said, "permanent shut down". When the rep pushed on that screen, it didn't do anything to the pump. The rep tried several tablets. The rep also confirmed that the tablets had the newest software. Technical services said that they could try to read the pump with an 8840 physician programmer but they had trouble locating a working one. The only other option was explant. As of (B)(6) 2025, the pump was still alarming every 58 seconds.

Event description:
Additional information was received from the manufacturer's representative (rep) that the issue has resolved and they 'shut it down' . Device logs displayed service code 228 loss of therapy (end of service (eos) occurred, pump stopped), service code 231 potential for underdose (pump reset and infusion set to minimum rate), service code 260 pump alarm settings not available, and service code 527 programmer time may be incorrect. The logs also reported 'pump reset due to low battery'.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.